Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was losing time outside of normal parameters. Blood glucose was not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.